Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead dislodged post-implant day one. The lead exhibited loss of capture, no sensing only far field r waves. The lead was replaced. No further patient complications have been reported as a result of this event.